Manufacturer narrative:
Additional information: h4: the lot was manufactured in september 2024. H11: five actual devices and five photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. Various types of particles of foreign matter or imperfections were identified enclosed in the sealed product packaging during visual inspection of the returned samples and photo samples. Sample 1 had a tiny dark spot embedded in the outside of the tubing, not in the fluid pathway. Sample 2 had a couple tiny imperfection spots embedded in the outside of the tubing, not in the fluid pathway, and multiple tiny green-like stains were embedded outside of the tubing, also not in the fluid pathway. Sample 3, sample 4 and sample 5 had multiple tiny imperfection spots embedded in the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) non-vented high-volume inlets had black spots in the tube, with one of the units had a green stain. This occurred prior to use. There was no patient involvement. No additional information is available.